Manufacturer narrative:
Aga medical could not evaluate the aso involved in this incident since the device remains implanted. Aga medical's (B)(4) adjudicated this event on (B)(4) 2010 as device related.

Event description:
According to the information received, a 13mm amplatzer septal occluder (aso) was successfully implanted on (B)(6), 2010. Since discharge there has been an increase in frequency and severity of headaches.